Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding the implantable drug infusion device. The device was being used to deliver fentanyl. The patient doesn't know dose/concentration but says "it¿s a pretty good dose." It was reported that the patient wants the pain pump taken out and says "it¿s overdosing me and they won't take it out and I can¿t get a hold of my doctor and I found out yesterday it¿s been recalled for 2 years now and no one told me.¿ this started happening "a couple weeks ago." She says, "the doctors thought I was having a nervous breakdown, and my daughter and husband had me put in a mental ward, and 2 different hospitals did a drug test on me and I have fentanyl in the pump and they found out it¿s overdosing me and I can¿t get any help from anyone". She says she needs to find a different healthcare professional (hcp) as her current doctor won¿t take it out. There were no further complications reported/anticipated. Additional information was received from a consumer via a device manufacturer representative on 2020-jun-26. It was reported that the patient stated her pump was not helping her pain and wanted it removed. Her pump printout was reviewed and there were no active alarms and her refills did not show any volume discrepancies. The patient insisted that her pump was not helping and refused to have her dose titrated up and just wanted it removed. The doctor was reducing her dose every 2 weeks in preparation for the explant, per the patient's request. No further complications were reported. On 2020-june-29, additional information was received from the healthcare professional (hcp). Clarification regarding overdose was requested. The hcp stated the patient had a personal therapy manager (ptm) device they could use 5 times per day. No dose change has been made since before (B)(6) 2019. The cause of the overdosing was use of unprescribed drugs. Actions/interventions taken was an office visit on (B)(6) 2020 and a pump refill was performed. The hcp stated that the "expected volume was actually over not under". Resolution of overdosing was requested and the hcp stated, "no s/s of overdosing".

Event description:
Additional information was received from the rep on 2020-aug-19. It was reported that the rep assisted with adjusting the patient¿s pump on the day of the report. He diluted the concentration of the fentanyl today to 500 mcg/ml. A bridge bolus was programmed and a 30% decrease in her daily dose. The doctor reviewed the programmer and updated the pump. The plan is to reduce the daily dose gradually until the patient is low enough on her daily dose to have the pump explanted. There were no further complications reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.